Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the floor lock is not engaging on the leg assembly.